Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial rotating component. The following other devices were also listed in this report: knee axle; cat# unknown; lot# unknown, tibial insert; cat# unknown; lot# unknown, tibial sleeve; cat# unknown; lot# unknown, bumper insert; cat# unknown; lot# unknown, femoral bushing; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Further information will not be available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
At the time initial MDR report was submitted device information was not available. The following is device information for the components that were previously reported: mrhk tib ins 10mm m/l m2/l2; cat# 64813310; lot# lcp241, mrhk tibial sleeve; cat# 64812140; lot# ldt248, device information for knee axle, bumper insert & femoral bushing remained unknown. The following are the devices added to this report: mrh knee fem l rgt; cat# 64811131; lot# ehkec, mrh tibial b/plt keel lrg 2; cat# 64813113; lot# ee9kn. An event regarding a revision procedure to perform an irrigation and debridement involving an mrh tibial rotating component was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the product was not returned. No medical records were received for review. The DHR review was statisfactory. The complaint history review indicates there were no other events reported for the lot. Conclusions: the reported event could not be confirmed with the information provided. Return of reported devices, x-rays, medical records and patient history are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had I&d so all modular parts were removed and new implants were reimplanted. - right knee.

Event description:
Patient had I&d so all modular parts were removed and new implants were reimplanted. - right knee.

Manufacturer narrative:
At the time fu#1 MDR report was submitted device information for knee axle, bumper insert and femoral bushing was not available. The following is device information for the components that were previously reported as unknown in fu#1 MDR: mrh axle; cat# 6481-2-120; lot# ctd3836; mrhk bumper insert - neutral; cat# 6481-2-130; lot# lds044; mrhk femoral bushing; cat# 6481-2-110; lot# ldu375. The following other devices were added to this report after fu#1 MDR report was submitted: mrhk femoral bushing; cat# 6481-2-110; lot# lds038; ti dur reg fluted stem19x155mm; cat# 6478-6-730; lot# t2190; ti dur reg fluted stem 12x80mm; cat# 6478-6-610; lot# t3208; sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rd9h221e.

Event description:
Patient had I&d so all modular parts were removed and new implants were reimplanted. - right knee.